Event description:
During a periodic review of the in-house programming/diagnostic history database, it was observed that high impedance was observed as the result of a generator diagnostic test on (B)(6) 2016. It is unknown if any patient manipulation or trauma occurred that could have caused or contributed to the high impedance reading. Later an implant card was received which indicated that the patient had a lead and generator replacement after the high impedance was observed. The explanted products have not been received to date. The manufacturing records of the lead and generator were reviewed. Both devices passed quality control inspection prior to distribution. No additional relevant information has been received to date.

Event description:
It was reported that the high impedance reading had also been observed during a system diagnostic test. It was not known when the system diagnostic test occurred. However the physician referred the patient for a lead and generator replacement due to the results of the system test. The physician did not suspect that trauma or manipulation contributed to the high impedance. He did suspect fibrosis may have contributed however this appears unlikely since the presence of a lead fracture or inadequate pin insertion is a more likely cause of high impedance. It was also reported that the explanted lead and generator were discarded by the facility. Therefore product analysis will not be completed.